Event description:
It was reported that during preparation for the procedure, there was a detachment of the fiber. The procedure was completed using an alternate method or device. There were no patient complications.

Event description:
It was reported that there was a detachment of the fiber after the fiber had been used for a few minutes. The detachment was observed while disconnecting the fiber. The procedure was completed using an alternate method or device. There were no patient complications.